Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30917403l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an idvt ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced a heart block. It was reported that the carto 3 system displayed error 105, map: catheter sensor error. The cable was replaced without resolution. The smarttouch sf catheter was replaced, and the issue resolved. The procedure continued. They are requesting a replacement smarttouch sf catheter. They also reported that at the end of the idiopathic vt procedure, complete heart block was noticed in the patient. When inserting the wire up into the heart, the physician "knocked out the right bundle." They then went retrograde and ablated the premature ventricular contraction (pvc). When the physician had pulled the smarttouch sf catheter out of the lvot, out of the av node, the left bundle was "knocked out." It was confirmed on the recording system that the patient went into complete heart block. The patient is being held overnight for monitoring. The patient is in stable condition. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.